Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and bump, removal of textured to smooth due to the patient concern of the implant. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations ¿ white biological tissue observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture, bump, and removal of textured to smooth due to the patient's concern of the implant. The event of bump is not device related. Device has been explanted and replaced.